Event description:
The nurse of a (B)(6) female pt contacted zoll customer support to report that the response buttons will not activate the device. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (device will not activate) has been confirmed. Upon receipt the response buttons were unable to activate the device. The cause for the nonfunctional response button was corrosion on the rear response button connector. The root cause for the corroded connector cannot be positively determined but is likely ingress of an unk liquid. No adverse event resulted from the defective response button. The pt received a replacement monitor.